Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation it was noted that the right ventricular (rv) lead had exhibited an undersensed beat during a non-sustained ventricular tachycardia episode approximately four months earlier. The rv lead remains in use. No patient complications have been reported as a result of this event.